Manufacturer narrative:
This device has not been returned for analysis. Should additional information become available this report will be updated.

Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific received information that this implantable device is currently in the battery status end of life (eol) with a 31 second charge time. Boston scientific technical services was contacted whom discussed therapy availability and recommended to replace this device as soon as possible. Currently this device remains implanted and in service. No adverse patient effects reported.

Event description:
Additional information was received indicating this device was explanted and replaced. No adverse patient effects were reported.